Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error and m temp error". A getinge service technician was onsite on 2021-05-07 and replaced the affected rotaflow drive with the serial number 910113225 with the new rotaflow drive with the serial number 910114401. Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site. A replacement unit was sent to the customer. The product in question was produced in 2018-10-12. The review of the non-conformities has been performed on 2021-05-25 for the period of 2018-10-12 to 2021-05-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The most probable root cause for the reported failure"head error" could be determined as: 1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. 2. Connection issues between the rota flow console and the drive can lead to a head error, for example defective pins. The failure mode "m temp error" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). Overtemperature condition in the device, e.g.: 1. Increased heat generation due to short circuits 2. Heat accumulation 3. Heat generation due to motor blockage 4. Device used out of specification based on these investigation results the reported failures "head error" and "m temp error" could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. In chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: - only operate the rotaflow system within the specific technical and ambient conditions (¿ "ambient conditions", page 76). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. - make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow displays the error messages "head error" and "m temp error" during training. Complaint ID: (B)(4).